Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident. The customer also report the motor error on pump and no delivery. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. Customer reports the dive support cap appears normal. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.